Event description:
Medtronic received information that four years and one month following the implant of this annuloplasty band, it was explanted due to a leak in the mitral valve. No adverse patient effects occurred as a result of this event.

Manufacturer narrative:
The return of the device has been requested but not yet received. Therefore, no analysis has been performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.